Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed due to pain caused by a compression screw that backed out.

Manufacturer narrative:
Clinical review of the supplied information indicates that a (B)(6) female underwent an internal fracture fixation of the left hip. Approximately 3 weeks post implantation, revision surgery was performed due to reports that the compression screw had backed out of the femoral head. A review of the x-ray photos provided confirms the report of chs ¿back out.¿ there were no reported breakages of the implanted intertan short nail. Patient¿s weight bearing status not provided in this case. A potential procedural related event cannot be excluded as the root cause of the screw migration. The explanted device was not returned for evaluation purposes. As no product was returned, visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.